Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the programmer would not power up. The power supply was found out of electrical specification. Analysis also found cracked solder on the ECG (electrocardiogram) connector. The system fan was intermittent noisy and the stylus was missing. (B)(4).

Event description:
It was reported the programmer suddenly shut down during idle. Unable to reboot again. Use different power cable but still unable to power on. The programmer was returned for repair. No patient complications have been reported as a result of this event.